Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00397. It was reported the patient underwent a trial lead placement. During the lead placement the patient's stats started to drop. The leads and needles were removed and the patient's airway was obtained and oxygen was able to be delivered. The patient was given medicine and the trial was aborted.